Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm2) was analyzed visually inspected and no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode. The unit was also tested on a patient side cart fixture test platform (pftp) and failed chip encoder virtual absolute (cva) test. Once testing was completed, yaw motor module (mm) with the axes controller arm (aca) board were applied behavior analysis tested, and it was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the axes controller arm (aca) board and the yaw motor module in the usm. This can be resolved by replacing the usm.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were getting a repeated recoverable fault on universal surgical manipulator (usm2). The tse had the customer perform a hard reboot with no change. The customer disabled usm2 and was continuing with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm2) due to error 23087. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm2 for evaluation, but evaluation has not been completed as of the date of this report.